Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report replacement of the o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part has not been returned fot the further investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. The correction of fields: g2 report source, d9 device available for eval?, e1 name and address - event site telephone and h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative, distributor corrected report source: foreign, distributor previous device available for eval?: yes. Corrected device available for eval?: no. Previous event site telephone: (B)(6). Corrected event site telephone: (B)(6). Previous health effect ¿ impact code: no health consequences or impact///2199 corrected health effect ¿ impact code: no patient involvement///2645 no health .consequences or impact///2199.